Event description:
Received information that alleged pump stopped all insulin delivery. Customer's blood glucose level was high until able to resume insulin with alternate therapy.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A follow up report will be filed.